Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely with low impedance readings on their left ventricular leads. Issue was sent to physician for review. No action was taken and lead remained implanted. Patient was stable.